Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use coring occurred and foreign matter was discovered in the infusion bag with a bd phaseal¿ protector p55. The following information was provided by the initial reporter, translated from (B)(6) to english: fm was confirmed in the infusion bag. Please state how it was introduced. From the infusion bag, vial or injector. 1 l-connector, 2 protectors and 1 injector will be returned.

Manufacturer narrative:
H.6. Investigation: two protectors along with two injectors and one l-connector were returned to our quality team for investigation. Upon visual inspection, no foreign matter was identified within any of the samples so the coring could not be verified. A device history record could not be evaluated as the lot number is unknown. Different factors can impact coring tendencies, therefore based on the this investigation, the root cause cannot be determined. H3 other text : see h.10.

Event description:
It was reported that during use coring occurred and foreign matter was discovered in the infusion bag with a bd phaseal¿ protector p55. The following information was provided by the initial reporter, translated from japanese to english: fm was confirmed in the infusion bag. Please state how it was introduced. From the infusion bag, vial or injector. 1 l-connector, 2 protectors and 1 injector will be returned.